Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh received a customer complaint related to concerto shower trolley. It was reported that the device stretcher has tilted during a shower session, what resulted in the patient's fall to the floor. In effect, the patient sustained bruises. It was indicated that the part of the stretcher was broken at the point of fastening.

Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh received information about an incident that occurred in the (B)(6) in (B)(6). Following the information reported the stretcher of the concerto shower trolley tilted during use. This resulted in the resident's fall to the floor and sustained bruises. An x-ray was performed and no additional treatment was needed. The fiberglass stretcher is attached to the metal frame by four bolts. After the incident, the device was inspected by arjohuntleigh representative who found the fiberglass stretcher broken in the point of fastening with the frame. Inspection revealed that two bolts were torn out and the other two were loose. As a consequence of that, the stretcher was not supported to the frame as intended. When the stretcher surface was loaded with the patient's weight, it appears very probably that the bolts finally disconnected causing the surface to tilt and the patient to fall to the floor afterwards. Concerto shower trolley is intended for bathing and showering hospital or care facility residents under the supervision of trained skilled nursing staff in accordance with the instructions outlined in operating and daily maintenance instructions. When reviewing similar reportable events with the involvement of the concerto+basic shower trolleys, it was possible to determine a low number of events presenting a similar scenario covering patient's fall caused by damaged stretcher. The occurrence rate observed for this failure mode is currently considered to be low. The device is subject to wear and tear during everyday use. The operating and product care instructions (document number (B)(4) dated on (B)(4) 2004) gives clear guidelines how to maintain the trolley in a safe condition. All mechanical attachments should be checked on a weekly basis by the customer: "every week: check mechanical attachments. Tilt the stretcher. Visually check the two bolts holding the stretcher to the chassis. No gaps are allowed. When tilted check for cracks in the stretcher on the positions shown in the illustration below." The points of the stretcher and frame connection are marked on the supporting picture. What is more, age of the device seems to be a relevant factor when considering normal wear of the device and the incident occurrence. According to the operating and product care instructions: "the useful life of this equipment, unless otherwise stated, is ten (10) years, subject to required preventative maintenance as specified in arjo's operating and daily maintenance instruction, arjo's assembly and installation and arjo's spare part instructions." The shower trolley in question was manufactured in april 2006 and it was 11 years old at the time of the incident. It was over its expected lifetime period and the maintenance procedures should be carried out thoroughly. From the information collected to date, we came to a conclusion that the most likely cause of the incident was incorrect maintenance and lack of a proper carefulness when inspecting the device prior to use. Additional factor might be age of the device, which was has passed its expected useful lifetime. It seems that the failure to follow recommendations concerning device checks included in the device operating and product care instructions was a primary cause of the event occurrence. If that element of use error was not in place, the event could probably have been prevented. In summary, the device was not up to manufacturer's specification during the event- the part of the stretcher was torn out, probably causing the stretcher to overturn. The device was used for patient hygiene and in that way it played a role in this event. The complaint was decided to be reportable in abundance of caution, due to reported resident's fall and potential for serious injury upon use error reoccurrence.